Event description:
Procedure type: according to the rptr: needle breakage. Was there pt injury/hazard: yes: needle broke during case. Was there user injury/hazard: no. Was the delay over 30 mins: no. X-ray was used to identify the needle.

Manufacturer narrative:
(B)(4).